Event description:
It was reported the lead had high ventricular thresholds, which caused accelerated battery drain to the ipg. The lead was capped and replaced. No patient complications have been reported as a result of this event.